Event description:
It was reported that while inserting the pl cage with the correct inserter, it broke in the middle. The nose of the cage was just inside the disc space when the surgeon rotated the cage about 20 degrees to obtain better insertion alignment. When the next x-ray was taken, it was noticed that the cage had fractured down the middle. All pieces of the cage were removed. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, materials analysis, product history review, complaint history review, labelling review, risk assessment. Result: the reported event was confirmed via correspondence and visual inspection of the returned device. The cage fractured at l5/s1 when rotational force was applied. After removing the broken cage, another cage with the same size was successfully implanted without applying rotational force. Per surgical technique, the rotational force was not recommended to be applied for cage insertion. Manufacturing history review was performed on the reported lot# and no manufacturing related issue was found. Materials analysis has been performed and concludes that the cage fractured in ductile overload, through rotational force. No materials or manufacturing defects were observed. Conclusion: the root cause of the reported cage fracture is the applied rotational overload which is deviated from the surgical technique.

Event description:
It was reported that while inserting the pl cage with the correct inserter, it broke in the middle. The nose of the cage was just inside the disc space when the surgeon rotated the cage about 20 degrees to obtain better insertion alignment. When the next x-ray was taken, it was noticed that the cage had fractured down the middle. All pieces of the cage were removed. There are no reports of adverse consequences to the patient.